Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarm. The customer's blood glucose was 93 mg/dl. Troubleshooting was performed for no delivery and noticed that the insulin did not exit. Customer also reported that the pump alarmed during manual prime. Customer stated that they were able to assemble a new infusion set and reservoir but issue was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted. (B)(4).